Manufacturer narrative:
Follow-up from 11-may-2016: follow-up attempts were completed, with no response to date.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 18-mar-2016, referring to ptc global number (B)(4): final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known possible undesirable event and not indicative of a quality defect per se. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was discovered that her coils were malpositioned. Essure was removed approximately 5 years after its insertion. This event, interpreted as device dislocation, is serious due to medical significance and listed in the reference safety information for essure. In the present case, the exact position of the device was not reported. The patient complained of pain, and it was discovered that her coils were malpositioned. Given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information is expected.

Event description:
This is a spontaneous case report received from a health professional in united states on (B)(6) 2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2011. Physician's office refused to provide any patient details as their office did not insert the essure. Patient was seen for complaint of pain, and it was discovered that her coils were malpositioned. On (B)(6) 2016, essure was removed. Follow-up received on 02-feb-2016: no new clinical information received. Follow up 10-feb-2016: no new information was provided. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was discovered that her coils were malpositioned. Essure was removed approximately 5 years after its insertion. This event, interpreted as device dislocation, is serious due to medical significance and listed in the reference safety information for essure. In the present case, the exact position of the device was not reported. The patient complained of pain, and it was discovered that her coils were malpositioned. Given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. A product technical analysis and further information are expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.